Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the vessel sealer extend (vse) instrument had difficulty releasing tissue after completing the sealing cycle and did not consistently achieve adequate tissue sealing. Although the jaws were never stuck closed on tissue, the instrument repeatedly had trouble releasing the tissue post-seal. Multiple attempts were required to seal the tissue adequately, but the vse would only partially cauterize or sometimes fail to seal and coagulate properly. When the issue occurred, the expected audible tones for sealing and cycle completion were heard, and no error messages were displayed. Tissue was never cut that was not fully sealed. There was no bleeding attributed directly to the vse instrument; however, cautery and clips were used to manage bleeding that occurred for unspecified reasons, and a backup vse instrument was utilized. The procedure was successfully completed robotically.

Manufacturer narrative:
Updated sections: h2, h11. Additional information: multiple sealing attempts were required, as the vse instrument would only partially cauterize or sometimes fail to seal and coagulate properly during the liver resection procedure. Minor bleeding occurred but was controlled with cautery and clips. A review of the energy log shows homing and cutting events, but not sealing events. It looks like an e-200 generator was used in the procedure. From the logs, the vessel sealer extend (vse) instrument was installed at least 6 times and passed homing. There were 65 cut complete events, and 6 jaw angle open events and all occurred consecutively during the first install. The logs show multiple instances of an error indicating: e-200 energy activation halted by an instrument or instrument cable connected to the blue upper bipolar port on the e-200 generator while sealing with a vse instrument.

Event description:
Refer to h11 for follow-up information.